Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A diabetes clinical manager called in to report for the customer of multiple motor error alarms and no delivery alarms. The customer's blood glucose level was 400 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform operating currents test, a21, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, the motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.